Event description:
It was reported during an open laparotomy, colon resection the surgeon made an otomy in the proximal colon to use the cdh and complete an anastomosis. The bowels were brought together and as they were, a back piece of the white plastic around the closing knob broke off. The turning knob did not seem to be closing properly, the surgeon continued to fire the cdh. It appeared only half of the donuts were formed. The surgeon had to hand-sew posterior lateral part of the anastomosis due to incomplete anastomosis. The product was not saved. The pt's potential release is 11/15/97. 11/20/97 the rep reports the surgeon states after the white plastic broke off, the dialing knob felt as if it was not sure if the indicator was in the green firing range and the device was fired. An audible crunch was heard. Rep describes the broken section as the left lateral piece of the rotating knob as if your thumb is on the back of the device. It was reported by or director, to the rep the pt discharged with a postoperative recovery as expecteed for this type of procedure.